Event description:
There has been no new event information received since the last report.

Manufacturer narrative:
Additional information: investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was completed including a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. The device was returned with tape around the fitting. The catheter¿s flare is partially pulled out of the fitting. During the investigation, the remaining catheter pulled out of the fitting easily. Only part of the flare remains on the catheter. The remaining catheter is not visible in the fitting. There are striation marks on the flare separation. A review of the device history record shows there are no non-conformances related to the reported failure mode. No other complaints are associated with the complaint device lot number. The instructions for use (IFU) provides the following relevant information to the user. Secure catheter in position at the entry site by using a bio-occlusive dressing or suturing if desired. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections (e.g., in instances of patient movement where the catheter is connected to a vacuum or drainage collection apparatus) may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: secure the catheter hub to the patient's skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. (Refer to the IFU for the illustration). From a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient's skin with tape, suture, or catheter securement device. (Refer to the IFU for the illustration). How supplied. Supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. To conclude, the device was returned with the catheter pulled partially out of the fitting. A visual exam notes striation marks on the flare separation. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The definitive cause is not known. However, the striation marks on the catheter flare suggests that torque was applied to the joint. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the hub of the wayne pneumothorax set separated from the catheter, leading to a pneumothorax in the patient. The hub was found to be separated after the physician fixed the stent. The catheter was reported to have "fell apart from the connector" (sic). There was no difficulty experienced during device placement. The device was in place for about 10 minutes before the separation occurred. The physician did not use any imaging to assist with device placement, but did confirm the position with an x-ray. No additional devices were used to complete the procedure, and the patient did not need additional procedures after this event.